Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02258. Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Concomitant medical products: tsvtwh13, imp, tsv, 4.7, 13, mtxf, mg,ha-lot# 1232543; therapy date unknown. Concomitant medical products: urs2, universal retaining screw- lot# unknown; therapy date unknown. Name and address: last/given name unknown / not provided. Additional PMA/510(k) number ¿ k011028/k013227. One mount bundled with tapered screw-vent implant (tsvtwh13) and another fmt4 mount with associated screws were returned for investigation. Visual evaluation of the as returned products identified that the mount hexes were fractured but the screws were not. Only one mount was reported. Attempts were made to contact the customer for additional information (additional item and event clarification) unsuccessfully. Therefore, the investigation was conducted using applicable risk files, IFU and other available information. Based on the available information, device malfunction did occur with the reported mount. However, the reported event was unconfirmed since the mount screw was not fractured. Additionally, an unreported malfunction was identified with the additional mount as its hex was fractured. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported/returned devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot (1232543) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. However, DHR could not be reviewed for the additional mount since the lot number was unknown. Complaint history review was performed for the reported lot number (1232543) for similar events (complaint category keywords: fracture: screw) and no other complaint was identified. However, complaint history could not be reviewed for the additional mount. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, the potential causes are not applicable to this investigation. Although different/unreported malfunction has been identified with the returned products, the reported event (screw fracture) has been unconfirmed following visual evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During product inspection, an additional fractured mount was identified (returned). Attempts were made to contact the customer for additional information (additional item and event clarification) unsuccessfully.